Manufacturer narrative:
(B)(4).

Event description:
It was reported the guidewire was bent inside the central line at the transparent extension line (distal line). The catheter was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however the customer provided three photos for analysis. The complaint of a kinked guide wire was able to be confirmed by the photos. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the guidewire was bent inside the central line at the transparent extension line (distal line). The catheter was replaced. The patient's condition is reported as fine.